Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitant devices: 3993290 02-010-01-0350 - logic femoral ps cem right sz 5 4132149 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 4132360 02-012-60-1440 - tru stem ext 14mm x 40mm 4139962 204-70-00 - tibial stem ext. Screw 4161317 200-02-38 - three peg patella 38mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 94 months after a right total knee replacement, the patient underwent a revision procedure to address pain due to polyethylene wear, synovitis, and osteolysis. Revision surgery operative notes were provided. Post operative diagnosis noted extensive polyethylene synovitis, mild periprostatic osteolysis, well-fixed femoral and tibial component, a well-fixed patellar component with no significant wear, and extensive pitting and delamination of the posterior aspect of the post and top side of the insert medially. No further issues or complications were reported. Patient left the recovery room in stable condition.